Event description:
My right eye began to hurt and I had a headache. I went to my eye dr who said that I had an eye infection. She prescribed eye drops. I tried them for a week but didn't feel any better and my eye became very red. I went back to the dr and she said I wasn't any better and put me on a different kind of eye drop. I have been using this solution for over a year, this bottle for approx a month. Used in 2007, daily; to rinse and store contact lenses.